Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was to get MRI information. The caller stated that the patient was implanted in 2010 and the patient reported that they have not charged the ins in years. The caller thinks that the patient electively stopped using the ins and did not have other details about why or when the patient stopped using the device. The patient tried to charge the ins yesterday and then attempted to communicate with the ins using the 37743 patient controller. The patient doesn't think that the patient remote was communicating with the ins because it was showing a question mark on the screen. The caller was not with the patient. MRI information was reviewed. On 2023-apr-07 the patient (pt) reported that as time went by, they had turned up the device and it would burn them with a shock. At some point, the pt met with someone who adjusted the device and the pt used it. Over time, the battery life was failing and the pt stopped using the device. The last time the pt tried it to see about getting an MRI, the unit showed a charge. Pt put new batteries in the handheld unit, but there was no communication/couldn't connect anymore. Pt discussed the option of replacement, but at this time they are attempting a different treatment option. The pt reported the device never really did take their pain away. Weight will not be reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.